Event description:
It was reported that during implant and positioning of the right ventricular (rv) lead when connecting it to the generator, rv lead numbers were stable. Prior to completing implant, r waves started to lower. The physician elected to check the device that evening and the following morning to evaluate sensing. Upon interrogation the following morning, sensing had continued to drop and there was no capture at high capture thresholds on the rv lead. The patient underwent a procedure to re-position the rv lead on (B)(6) 2023. The rv lead remained implanted. The patient was stable.